Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): needle separated from hub and stuck in the pt's shoulder. Doctor remove needle with his finger. No harm to pt. MFR ref 9610825-2013-00421.